Event description:
The customer reported that during shift check, the device intermittently failed to detect the pads. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that during shift check, the device intermittently failed to detect the pads. There was no patient involvement. The deice was evaluated at philips. The symptom was reproduced. The issue was localized to the patient connector. The patient connector was replaced to resolve the issue. The device passed all testing and was shipped back to the customer.